Event description:
Pt rec'd lcs-ps insert in 1999 at hospital. Three months later pt rec'd surgery to resurface the patella following anterior knee pain. In 2000 the pt was revised to a standard anterior platform at another hospital.